Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis and experienced left deflation post procedure. The final fill volume of the prosthesis was 675ccs. As a result, the bilateral prosthesis replacement with mentor smooth round moderate plus profile 700cc saline prostheses was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/22/2019. Device evaluation summary: it was reported that a 33-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis and experienced left deflation post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).